Event description:
It was reported that the patient experienced high blood pressure and bleeding from both ears during lead placement that involved the use of cautery. The patient had their hearing aids in during the revision. Bleeding from the ears also occurred once the patient was home following the revision. The new lead was implanted in the t9 area. Additionally, stimulation was not on during the lead revision. It was reported that the bleeding did not penetrate the ear drum and that the patient appeared to be "fine".